Event description:
A karl storz resectoscope set arced during a "turp" procedure. Although there was no pt injury involved in this incident, it could have caused injuries to the pt if the malfunction were to recur, therefore co decided to report it as an MDR. After evaluating the subject instrument set, co found the telescope was serviced by a non-karl storz authorized party and resulted in the changes of specification, which co believes has contributed to the arcing.